Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that impella cp was placed, and impella sensor failure alarm occurred. The impella was exchanged. The patient survived the event.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the optical signal issue was not determined as no product or data logs returned for analysis.